Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's display had an issue with moisture. Although it was requested it is unknown if the patient was connected to the ventilator at the time of the event. The service engineer inspected the device and was unable to confirm any moisture in the unit, however did identify the upper display screen was faulty. Service engineer replaced the gui pcb (graphical user interface, printed circuit board).

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb if information is provided in the future, a supplemental report will be issued.